Event description:
The dr reported that after 2 months post-op, bubbles which clinically appear like silicone droplets, were noticed on the iol surface. They did not disappear and the lens was explanted.